Event description:
When attempting cuts the surgeon pressed and held the trigger of the mics but the saw would not start but there was a grinding noise coming from the mics internally. The handpiece was removed and replaced with another. Upon examining the malfunctioning handpiece a metal ring fell from the inside where the saw attachments are placed.

Manufacturer narrative:
An event regarding non functional involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: serial number: (B)(6). Evaluation 1: motor output coupling - dislodged; loose screws on coupling reported condition confirmed: yes -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.